Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient with this lead and an ICD received inappropriate therapy. The fracture of this siello lead caused noise and is responsible for inappropriate shock as a consequence.